Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro closure device was successfully implanted. On the routine 45-day follow up, computed tomography (CT) imaging revealed a leak around the closure device. Coils were placed in the appendage in response to the leak. The patient is expected to fully recover.